Event description:
Alleged the head up will not rise unless you lift up on the head section.

Manufacturer narrative:
The facility found the CPR valve was stuck. The facility has not completed repairs.